Event description:
It was reported that the patient passed away due to multiorgan system failure. The patient was found unresponsive, so the patient's family called 911. Emergency services (ems) arrived 15 minutes later at around 13:00. The patient was pulseless with cardiopulmonary resuscitation (CPR) started and the first rhythm check revealed ventricular fibrillation. 360 j shock was delivered, 3 doses of epinepherine, and d stick per (B)(4), king tube #4 placed and CPR continued for around 35-40 minutes 'pta'. The patient had experienced ventricular fibrillation arrest and interior st-elevated myocardial infarction was noted on the electrocardiogram. Ems was able to temporarily get back return of spontaneous circulation through heroic efforts but the patient arrested again. The second time, 'pe' confirmed by doppler and transthoracic echocardiogram. Advanced cardiac life support resumed. The patient returned to the room and arrested again. The patient's family agreed to not do repeat CPR. The death was not deemed device related. Their left ventricular assist device (lvad) was turned off following patient death. The lvad operated as intended. An autopsy was not performed. The device was not explanted and will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists death and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Reports from the patient's past demonstrated multiple percutaneous coronary interventions done at a different facility. The providers do not think the arrhythmia was device related.